Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a sleeve gastrectomy procedure, the device broke and the needle came off. The needle fell into the cavity of the patient but was retrieved. Could not reload a new needle. No patient issues occurred.